Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set was involved in an incident where the patient's blood glucose was elevated to 417mg/dl. The event occurred when the patient woke up. The patient delivered a bolus via the pump, but the patient's blood glucose did not decrease. The patient administered a manual injection and her blood glucose level decreased to 303mg/dl. The patient also changed her supplies. Troubleshooting was unable to determine the cause of the high blood glucose or identify the device issue. See MFR: 3012307300-2017-00059.